Manufacturer narrative:
(B)(4). The patient disconnected from the set without following proper disconnect procedures, which is known to cause a leak and air in the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake during peritoneal dialysis therapy which ended in a leak. The care giver (cg) explained that the patient disconnected to use the bathroom, but the patient line ended up uncapped on the floor with solution leaking. The cg said that the patient reconnected and attempted to continue the therapy in drain four of five. The cg said that they saw air pockets in the patient line. The technical service representative advised the cg to end the therapy and assisted with doing so. There was no patient injury or medical intervention associated with this event. No additional information is available.